Event description:
It was observed that during the device evaluation, the camera head exhibited failed leak test, and a puncture on cable. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined. The most probable cause of the malfunction is puncture on cable. Caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.